Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient had a coronary bypass surgery and four of the zipfix just couldn't withstand the pressure in the body area of the sternum. All of the four zipfix were loosen postoperative, this incident happened during expiration when extreme pressure was on sternum. After removal, 3 bands were tested and one band left was easy to solve. There was an additional re-fixation with the cerclage wire, a re-operation was necessary. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. There were no ncrs generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: two devices were returned closed and could not be opened by hand; therefore the cut ends were pushed further through the locking head to inspect the deformations to the body teeth on the device. It was found that on all four devices the last three teeth were severely deformed. One device locking head were opened to inspect the locking feature within. The tooth origination found indicates that the device was subject to overloading. The same was seen on the fourth device. All returned zipfix devices show signs of a correct application by the user. All the devices show the same deformation. It is determined that the devices fail is due to an overload situation e.g. Aggressive coughing / patient non-compliance to restriction of movements. No design related failure could be identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.